Event description:
It was reported that a female respiratory therapist, with a severe latex allergy, reported she used a soft black ear tip that she borrowed from her boss after her soft grey ear tip split. Reportedly, she cleaned it with alcohol before using it on her scope. The user used it in a patient's room and her ear became beet red, swollen, started itching and the reaction spread to her head, face, and arm. Reportedly went to the ER and was treated with benadryl and decadron (im injection) and a vistaril prescription. User stated her boss is currently using the black ear tip.

Manufacturer narrative:
Lot number was not provided. Device does not have an expiration date. Actual used device was not returned. Without lot number, it is not possible to determine the manufacture date. This product is not made with natural rubber latex.